Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a damaged white spike. The reported condition was verified. The cause of the damage was determined to be a manufacturing related issue that occurred during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike (connector) of a homechoice cassette was broken/damaged; described as ¿spick damaged¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred in may-2024. Should additional relevant information become available, a supplemental report will be submitted.